Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 09/03/2014. An analysis of the handheld identified that the cradle was unable to supply power to the handheld and charge the battery. The cause for the anomaly is associated with loose sync connector in the cradle that was no longer soldered on the pcb. Once the sync connector was soldered on to the cradle pcb no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the flashcard was completed on 09/03/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the neurologist¿s handheld device would often freeze when attempting to perform interrogations. The handheld device and software flashcard have not been returned to date.

Manufacturer narrative:
Corrected data: new information corrects the suspected device. Device failure occurred, but did not cause or contribute to a death or serious injury.